Event description:
An international distributor contacted dexcom technical support on (B)(6) 2014 and claimed that on (B)(6) 2014 they were contacted by a patient who, upon sensor removal, was unable to locate sensor wire on (B)(6) 2014. The international distributor stated that the patient sought no medical intervention.

Manufacturer narrative:
(B)(4). The sensor applicator was returned for evaluation. Visual inspection was performed finding that the needle was exposed; however, the needle was bent inside the applicator preventing the collar from retracting. The sensor pod was not returned for evaluation; therefore, a complete investigation was not able to be performed and the reported missing sensor wire could not be confirmed.